Manufacturer narrative:
Concomitant medical products: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2007, explanted: (B)(6) 2020 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported there was no symptoms noted. The cause of the inability to aspirate the catheter was unknown. The catheter was replaced and it was noted the pump and catheter were returned.

Manufacturer narrative:
Continuation of d11: product ID: 8709, lot/serial# (B)(6), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter <(>&<)>. Product ID: neu_unknown_cath, lot/serial# unknown, implanted: unknown, explanted: (B)(6) 2020, product type: catheter, ubd: unknown, UDI#: (B)(4). H3: analysis results were not available at the time of this report. A follow-up report will be submitted once analysis is complete. Section h6 correction: device code c76126 does not apply to this event. The patient code, device code, and evaluation codes only apply to the catheters. Additional information: the evaluation codes have been updated for this event and apply to both catheters. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer along with the 8709 catheter and an unknown catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study on 2020-sep-29. It was reported that a catheter access port (cap) contrast study took place on (B)(6) 2020 in preparation for the pump replacement dilaudid could not be aspirated from the catheter. Due to the high concentration of dilaudid and the risk of overdose, an injection of contrast was not done. The etiology indicated the event was related to the device/therapy and was not related to the implant procedure. The device diagnosis was catheter occlusion.

Manufacturer narrative:
H3: analysis of the pump identified corrosion and/or wear and/or lubrication in the motor gear train as well as a stall due to shaft bearing. Analysis of the 8709 catheter segment and the unknown catheter segment identified no significant anomalies. H6: the previously reported evaluation codes no longer apply. Evaluation result code 180 and conclusion code 24 apply to the pump. Result code 213 and conclusion code 67 apply to the catheters. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 02-may-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving dilaudid (20mg/ml at 2.5mg/ml) and clonidine (500mcg/ml at 62.58) via intrathecal infusion pump for non-malignant pain. It was reported that the catheter was not able to be aspirated during a dye study and a full catheter revision took place. The pump was also replaced due to normal eri. No environmental/external/patient factors were reported. The issue was resolved. No symptoms were reported. No further complications were reported.